Event description:
It was reported the patient presented prior to a magnetic resonance imaging (MRI) scan. During interrogation, it was discovered the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No changes or interventions were performed; the physician elected to monitor the ICD. The patient was in stable condition.